Manufacturer narrative:
On 31 october 2017 the cleaning and packaging manager performed a visual inspection of the retrieved and commented as follows: the returned packaging was analysed and it is confirmed that the packaging is scratched and the tip of the stem is out of the white mousse. This evidently occurred due to forces experienced during transportation. This is indicated to be correlated to the combination of the packaging configuration applied and the shorter length stems as they allow more degrees of freedom for movement within the package. Batch review performed on 09 november 2017. (B)(4).

Event description:
The stem was loose in the pack and it was damaged due to the impingement with the pack itself. The surgeon had more than one stem of this size, so he used an other one.